Event description:
It was reported that the system was removed and replaced on (B)(6) 2011 due to infection. Additional information received reported the original device was explanted on (B)(6) 2011 and there was a re-implant on (B)(6) 2011 of a new device. It was reported that perioperative antibiotics were given with an onset or diagnosis of an infection as of (B)(6) 2011. The patient did not have meningitis. She did have the following symptoms: redness, swelling, and pain. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the organism cultured was gram-negative rods. The treatment for the infection was IV antibiotics along with device explant. The patient had urinary tract infections before implantation of the device, as well as multiple medical problems. The patient outcome was reported as infection resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).